Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the posiflush¿ ns filled syringe there was an issue with syringe body damaged and out of shape causing leakage out the back when pushed. 1440 syringed were pulled out of stock as a result.

Manufacturer narrative:
Investigation summary: DHR: the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. The samples received as part of this complaint confirms damaged barrels. Conclusion(s): given the appearance of the damage, it may be consistent with obstruction of the syringe during equipment indexing. The transfer component of the equipment has been inspected and the functions found as normal..

Event description:
It was reported with the use of the posiflush¿ ns filled syringe there was an issue with syringe body damaged and out of shape causing leakage out the back when pushed. 1440 syringed were pulled out of stock as a result.